Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿communication issue with the system monitor and a controller fault alarm¿ and ¿some damage to these power cables that have been covered with rescue tape¿ could not be confirmed through this evaluation. The patient arrived at the hospital with a yellow wrench advisory alarm. The system controller was connected to hospital equipment and was unable to communicate with the system monitor. Also, it was noted there were damage on the power cables. The reported issues resolved after the system controller exchange. Additional information was requested regarding the serial number of the suspected equipment and return status. No additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate ii patient handbook under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ and system controller fault alarms stating ¿an internal malfunction or other issue has occurred that requires clinician diagnosis and resolution. To resolve alarm: call your hospital contact as soon as possible for diagnosis and instructions.¿. Low battery hazard alarm 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm: (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU, heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii lvas IFU the communication icon appears on all screens. It indicates that the system monitor is properly connected to the system controller and that correct monitoring software is running. If the icon is not flashing or has disappeared, the system may have lost communication. Serial number was unavailable, and the device history record could not be reviewed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had a yellow wrench advisory alarm "controller hardware fault." The vad coordinator was instructed to exchange the patient cable. This did not correct the problem, so a controller exchange was recommended. The patient's alarms resolved after the exchange.

Event description:
It was reported that the patient's log files were sent for review. The patient reports low voltage alarms that are occurring only while connected to batteries. The patient has an mpu and reports no alarms when connected to that device. The patient has some damage on the power cables that have been covered with rescue tape. Upon review of the patient's log files the low voltage was confirmed. The alarms are likely caused by worn clips, excessively jostling, dirty clips/batteries or by the way the patient wear the batteries/clips or user error. In come cases it may be due to worn controller leads. It was recommended to examine the batteries clips and controller for damages.